Manufacturer narrative:
Insulin pump received with bleeding and cracked glass on lcd board. Device received with minor scratches on lcd window. Device received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump fell and the display is damaged. Customer's blood glucose level was 8.2 mmol/l. Customer agreed to return the device for analysis.